Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the up arrow, down arrow, and ok keypad buttons were unresponsive on (B)(6) 2012 while performing a cartridge change. The reporter stated that the issue resolved when the pump was rebooted. The reporter denied any damage to the keypad. The patient reportedly wears the pump in a pocket and does not clean the pump. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because there was no explanation for the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission 06/22/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.